Manufacturer narrative:
Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient that she have no idea what caused the "falling." She was extremely careful after the surgery and very passive. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 09-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported their " lead had pulled down the first time when I got it in" and reported that they mean that "my lead pulled down and it wasn't working for me, so I had a surgery on (B)(6) 2019 to get it back in place." No further complications reported/anticipated.